Event description:
The customer contacted baxter's service center regarding a low drain volume alarm which occurred on the homechoice (hc) during use, during drain 1 of 4. The care giver (cg) stated the drain volume equaled 936ml, and the fill volume equaled 2000ml. The technical service representative (tsr) assisted the cg with troubleshooting. The home patient (hp) stated there was air in the patient line. The technical service representative (tsr) informed the hp to end therapy and to contact their nurse. Baxter contacted the care giver (cg) for a follow up regarding reported problem. The cg stated for that evening they just ended therapy on the machine. The cg stated they did a manual therapy during that day and later the next evening they continued therapy on the hc as normal. They stated they found what caused the air in the line. The cg stated during the removal of the old set they found a leak on the patient line extension. They stated that the home patient (hp) has been continuing well with therapy. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm is confirmed, since the care giver stated that they saw air in the patient line. The air was reported by the care giver as a leak in the patient line extension; however, this could not be confirmed as no sample was returned back to baxter for evaluation. Batch review results were acceptable for the lot number h11f17024. The assignable cause was determined as air in the patient line, since air in the patient line can cause a low drain volume alarm. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.